Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip was broken and insulin pump was pushing the reservoir out. The customer¿s blood glucose level was 178 mg/dl. The customer also reported that the reservoir was not able to lock in place when inserted in insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed rewind test, prime/seating test, basic occlusion test and force sensor test. Unit was received with missing reservoir tube o-ring and missing reservoir retainer. Unable to perform displacement test or occlusion test and reservoir unable to lock into place due to missing reservoir tube o-ring and missing reservoir retainer.